Event description:
Caller alleged discrepant inratio precision results. Results as follows: date: (B)(6) 2012, initial inratio: 1.2, repeat inratio: 2.5. Strip lot# 281284 was used for the repeat inratio test. A different lot number was used for the initial inratio test; reference MDR# 2027969-2012-01140.

Manufacturer narrative:
Investigation pending.